Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were using it on a patient. When the device was restarted, it automatically went back to the screen it was on prior to the unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
H6: physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's rear case assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control determined that the likely cause of the reported issue was due to the grommet in the rear case assembly. The battery pin and grommet were rotating rather than torquing to the correct level.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were using it on a patient. When the device was restarted, it automatically went back to the screen it was on prior to the unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.